Manufacturer narrative:
Analysis was able to confirm the customer comment that the stylus and screen were not calibrated and the connection to the xy board was reseated to resolve and the stylus was then able to be calibrated. The software was reloaded and updated and the stylus was checked to ensure that it stayed calibrated. The programmer passed all console and systems tests.

Event description:
It was reported that the programmer's pen was not calibrated with the screen. The programmer was sent back for service and a test and calibration. No patient complications have been reported as a result of this event.